Event description:
The orbit mini complex fill 3x6 hypo tube (delivery system) was stuck while introducing into micro catheter. Additional info indicated that all the products were inspected prior to prep and all the products were intact. All (IFU) instruction for the guidelines were follow to prep, delivery and throughout utilization. The cause of the dcs delivery system being stuck could not determine. The delivery system became during delivery upon introduction into the hypotube. The delivery system and prowler select lp es (unk catalog and lot number) microcatheter were removed to check the whole system. The same microcatheter was not utilized to complete the procedure. After the dcs coil delivery system was stuck, it was removed without any difficulty. No damages were noted on the delivery system, but the coil detached. The procedure being performed was implantation of radioactive beads. The target site was the hepatic and gastric artery. The procedure was completed by using a new set of orbit coils.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.